Event description:
During robotic assisted hysterectomy it was noted that the pulley cable at the tip of the pk endowrist dissector was frayed. The dissector was immediately removed from the patient and replaced.manufacturer response for pk endowrist dissecting forceps, pk endowrist dissecting forceps (per site reporter).complaint filed RMA and device returned to the company for their review.what was the original intended procedure?robotic assisted hysterectomy and lso.